Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model mzx5305 lot number 23029155 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ extension set tubing was defective and leaking. The following information was provided by the initial reporter: verbatim: ¿bd max zero IV extension tubing was defective. IV fluid leaking from tubing. "

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set tubing was defective and leaking. The following information was provided by the initial reporter: verbatim: ¿bd max zero IV extension tubing was defective. IV fluid leaking from tubing. ".